Manufacturer narrative:
The pump was received with intermittent button response due to an unlocked keypad connector on the lcd board. The pump also had a cracked case at the display window corner, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised that one of the buttons is not working and one of the arrows is not working. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.